Event description:
It was reported that the 9800 system had a distorted image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wire in the interconnect cable was repaired during the service call. The system was found to be working as intended, and put back into service.